Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes normal func tion of the pacemaker had been observed until the patient received an ICD. After implant and testiing of the ICD, the pacemaker would not interrogate. The physician was informed that the pacemaker was not listed as being ICD comp atible.